Event description:
Hcp reported the pt complained of an increase in spasticity. They felt like the pump was not working. Oral medications were tried, but these did not help. The pump was checked and it was fine. A fluoro xray of the catheter showed the tubing to be not in place. The catheter was replaced. The pt is reported to be doing well.